Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure in the renal artery using ruby coils. During the procedure, the physician placed a ruby coil in the aneurysm; however, the physician was not satisfied with the way the ruby coil was filling the aneurysm; therefore, it was removed. The hospital staff was unable to re-sheath the ruby coil into the introducer sheath and noticed that the ruby coil looked slightly stretched. The procedure was completed using the same non-penumbra microcatheter and new ruby coils. It should be noted that the physician reported maintaining continuous flush and using a rotating hemostasis valve. There was no report of an adverse effect to the patient.